Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips have passed all testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the complaint was not confirmed, however a secondary issue unrelated to the complaint was found, the spc pins were dirty. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was prompting an error 5 message when she was attempting to test her blood glucose. According to the ot ultralink owner¿s manual, an error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. In addition the patient reported meter would not power on when using the power button. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 2 pm. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2013 at 2 pm, she had something more to eat or drink. The patient reported several hours later, she developed symptoms of ¿sweats, nausea, and weak.¿ the patient denied receiving any additional treatment in response to her symptoms. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and there was no misuse of the subject meter. The patient was found to be using the correct test strips. When a new test strip was inserted, the meter turned on. The test strip completely drew in the sample. The alleged issue was not resolved with a retest. The patient¿s test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue she was unable to test therefore she developed symptoms suggestive of hypoglycemia. (B)(4).